Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an occlusion event with an infusion set and was alerted by alarm 2 followed by alarm 26. It was found that the blockage was located at the site. Patient changed supplies and resumed insulin therapy. No further information available.